Manufacturer narrative:
(B)(4). The amo field service engineer evaluated the system at the customer location and no issues were found that related to the reported issue. Field service performed routine calibrations to optimize settings and alignments. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with central islands in each eye following laser prk (photorefractive keratectomy) treatments. A prk enhancement procedure was performed approximately three months following the original procedure in each eye. The patient's best corrected visual acuity prior to the enhancement was 20/40 in the right eye and 20/25 in the left eye. Following the enhancement at the one month post enhancement exam the patient's uncorrected visual acuity was 20/30 in the right eye and 20/60 in the left eye.